Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that during inspection a spark ignited from the pad when trying to charge which affected a therapy cable. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.